Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached after 9 days of wear. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hyperglycemia, low blood pressure, and a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose of 490 mg/dl and administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.